Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735797r (lot: -); ubd:unknown, UDI#:unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A13 applies to cannot retrieve from pacs / pacs sees an issue with the s8 trying to download images. A1102 applies to s8 shows a c-move error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system could not retrieve images from the picture archiving and communication system (pacs), despite seeing all green when testing their wireless pacs connection and the pacs permissions being set appropriately. Pacs saw an issue with the navigation system trying to download images. When attempting to download images over wireless, the navigation system showed a c-move error. The healthcare provider (hcp) was previously given admin credentials by a field rep, so he was able to provide information for this as well. The account had strict port security, which requires operating room (or) staff to connect to only one ethernet port when trying to download images, so they often pick the wrong port, causing them to call it for assistance when they, in reality, just picked the wrong physical port. The site said that they've had this issue in the past and that even with medtronic (mdt) assistance, they were unable to resolve it. Troubleshooting was performed, and when the system was connected via a wired connection, the system could download images without issues. A wireless ping transmitted 27 packets and received 27 packets. Technical services (ts) asked them to verify, and all of the ae titles matched, and they were completely certain that permissions were correct. Ts asked them to delete their current instance of wireless connection with the navigation system and to generate a new one from scratch. The site had an additional way to troubleshoot the issue involving another department to try to determine what was causing the error in the download. There was no patient involvement reported.